Event description:
It was reported that a patient experienced reddening on the right elbow after an mr cervical exam. The reddened area later developed into a blister that was approximately 3 cm in diameter and 1.2 cm deep. The patient received urgent care and wound care treatment. The exam consisted of 8 scans and lasted for approximately 40 minutes. According to the customer site, the patient laid in a supine position on the ctl coil with his arms pressed against the bore. The patient was not padded when the scans were initiated. Additionally, the patient's hands were clasped during the scans. The patient was provided with the alert squeeze ball but did not use it during the scans. The technologist monitoring the procedure indicated that the patient might not have been able to squeeze the ball to alert the technologist due to numb hands. The pulse sequences used for the exam were: tof, frfse, fse-xl, fseir. The series and durations of the scans were the following: scout: 36sec, axial t2: 4:38min, ax tof: 5:44min, saf eseir: 2:06min, sag t2: 2:45min, and sag t1: 4:30min. Some of the series were repeated.

Manufacturer narrative:
Ge's investigation is completed. A gehc local field team was dispatched to the customer site to obtain scan specific information and investigate the environmental conditions. The investigation focused on four main areas: environmental: (including cooling equipment, patient air cooling plus and mr scanner error log). Surface coils / accessories: (surface coil / ECG checks). System / image quality: (system level testing to check for system failures). Patient monitoring: (patient alarm & rf safety monitor checks). Visual inspection and the test results for the system showed no issues that caused or contributed to the burn. The system was determined to be functioning within specifications. According to the report, there was skin-to-skin and bore-to-skin contacts during the exam. Additionally, proper padding was not applied to the patient. The mr system's operator provides users instruction on proper padding nad patient positioning. The technologist was educated on proper use of pads and mr safety precautions, but provided no reason as to why padding was not used during this specific exam.